Event description:
It has been reported that during the procedure the gasket of this device dislodged. Reportedly, the event occurred as one catheter was being removed and another inserted. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's evaluation as it has been discarded by the hosp.